Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc) code and a wb code which is related to a device reset. It was reported that the patient has had radiotherapy exposure which is likely causing the s-ICD to experience several instances of memory corruption and resets. Engineers completed device memory review and suspect the reset has restored operation but additional testing should be performed to confirm normal device function. The s-ICD remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc) code and a warm boot (wb) code relating to a device reset. It was reported that the patient has had radiotherapy exposure which is likely causing the s-ICD to experience several instances of memory corruption and resets. Engineers completed device memory review and suspect the reset has restored operation but additional testing should be performed to confirm normal device function. The s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated this patient later came back in for testing and a 80 joule test shock was performed to test the integrity of the s-ICD system. The shock was successfully delivered with no out of range measurements or errors observed. After the shock, a reset of the s-ICD was performed and the system remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc) code and a warm boot (wb) code relating to a device reset. It was reported that the patient has had radiotherapy exposure which is likely causing the s-ICD to experience several instances of memory corruption and resets. Engineers completed device memory review and suspect the reset has restored operation but additional testing should be performed to confirm normal device function. The s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated this patient later came back in for testing and a 80 joule test shock was performed to test the integrity of the s-ICD system. The shock was successfully delivered with no out of range measurements or errors observed. After the shock, a reset of the s-ICD was performed and the system remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.